Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool slide was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a hallux surgical procedure, it was observed that the pin that held the turning knob came loose due to vibration on the attachment device. According to the report, the turning knob fell into the sterile field and the pin could not be located. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. An x-ray was taken after the surgical procedure to ensure that the pin was not in the patient. There were no reports of injuries or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.